Manufacturer narrative:
During inspection and testing, service confirmed the customer's report that the adhesive on the bending section cover was chipped. In addition, service found there was an air leak in the venting connector, and the force required to operate the angulation lock was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the adhesive on the bending section of the subject device was chipped. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the adhesive of the objective lens was found to be peeling. This report is being submitted for the malfunction found during the device evaluation (adhesive peeling).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to usage stress, external factors, or handling. Olympus will continue to monitor field performance for this device.